Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to urinary tract infection following hyperglycemia. The patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 37 and 48 hours. The patient also reported redness at the pod insertion site (leg), which was observed upon pod removal on (B)(6) 2026. The patient sought medical assistance on (B)(6) 2026 through their healthcare provider at canterbury medical practice. Diagnosis of urinary tract infection attributed to the elevated blood glucose levels was made. The patient was prescribed nitrofurantoin treatment twice daily for seven days. The healthcare consultation reportedly lasted approximately one hour. The pod was not being worn at the time medical attention was sought, as it had been removed the previous day and was reportedly discarded by the patient. A new pod was reportedly applied successfully.